Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised due to liner became loose from the cup, cup was good. The liner did not appear to be worn, it was just loose. Doi: unk. Dor: (B)(6) 2011 unk side.

Manufacturer narrative:
Investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd (B)(4) 2014 - patient's operative records were received. Records indicate upon revision the patient had underside wear of their acetabular component suggesting the liner had been loose. Shards of polyethylene had abraded away from the cup. The locking mechanism was also found to be damaged. Metal staining of the deep tissues was found. There is no new information that would change the existing MDR decision. Dor: (B)(6) 2011 is for the liner only. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A review of provided patient records did not identify a root cause. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.